Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center could reproduce the reported phenomenon. According to the evaluation, the following was found. -x-ray analysis of the connector revealed that there was no short circuit or broken cable. -there was a dent on the electrical contact of the connector. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the bad connection by a dent on the electrical contact of the connector. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the procedure, the user found that error b30 (scope communication error) was displayed. The user completed the procedure with the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.